Manufacturer narrative:
Follow-up # 1 date of submission 02/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings:during investigation, the pump audible sound and vibration functioned properly. The pump alarmed with audible sound during when suspended.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. The reporter stated that the pump did not alert the user with audio tones when the pump was suspended. It was reported that the vibration function was working correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.